Manufacturer narrative:
(B)(4).

Event description:
It was reported that in critical care during the insertion of the catheter into the patient's the right femoral vein, at the moment of pulling out the wire without resistance, the wire came out frayed/unraveled. Not able to identify the tip of the wire, the catheter was kept in, labelled to not to be used. Subsequent CT cap showed tip of the wire exit from the catheter in ivc. The vascular surgeon suggests leaving the catheter in without using it and review the case if the patient improves. Ai reported to technician and frayed wire was given as proof to the itu technician. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled and separated was confirmed. The customer returned one guide wire and one picture of the guide wire removed. Visual examination of the returned guide wire confirmed that the wire was unraveled from the distal end. The core wire was still in the j- bend shape. The distal weld was missing from the end of the coil wire and as reported was left in the patient. Two kinks were also observed in the middle of the wire. The picture did not reveal any additional information. Microscopic examination confirmed that the core wire broke adjacent to the distal weld since discoloration and necking of the core wire were observed. Microscopic examination confirmed that the proximal weld was full and spherical. A manual tug test confirmed that the proximal weld was intact. The broken core wire measured 682mm in length, which is within the specification of 678 mm - 688 mm per guide wire drawing, indicating that no pieces of the core wire are missing. The diameter of the guide wire measured 0.848 mm using which is also within the specification of 0.838mm - 0.877 mm per the guide wire drawing. Other remarks: the IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that the use of excessive force during removal could damage or break the wire and cautions not to withdraw the guide wire against the needle bevel to minimize damaging the guide wire. A device history record review did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire was unraveled and missing the distal tip when removed from the catheter was confirmed. The customer returned one picture of the guide wire removed. In the picture, the guide wire was confirmed to be unraveled from the distal end. The core wire remained in the j- bend shape and the distal weld was not observed at the end of the coil wire or anywhere else in the picture. No further evaluation could be made from the returned pictures. The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. The IFU for this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that the use of excessive force during removal could damage or break the wire and cautions not to withdraw the guide wire against the needle bevel to minimize damaging the guide wire. A device history record review did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint. The probable cause of the guide wire and catheter resistance that resulted in an unraveled and separated guide wire could not be determined based upon the information provided and without a sample. No further actions will be taken.